Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration. Device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening.

Event description:
Patient reported right side implants are uncomfortable, horrible problems with "animation deformity", difficulty lifting things and using muscles, has trouble sleeping at night, when lays down, it is uncomfortable. On recent lab work, eosinophil "cashionic" protein was high, basophils were high. Mch had been high, and is still high, has a candida overgrowth recently, has several tick borne infections, lyme disease and anaplasmosis, and does not know whether these symptoms are related to those diseases. Device has ben explanted.

Event description:
Healthcare professional reported right side rupture, pain, implant contour irregularity/bulge and silicone gel bleed with intramammary lymph nodes. Patient reported right side implant "is uncomfortable". Patient also reported "horrible problems with animation deformity", "difficulty lifting things and using muscles", "trouble sleeping at night", "when lays down, it is uncomfortable", "eosinophil cashionic protein was high", "basophils were high", "mch had been high and is still high", "candida overgrowth", "several tick borne infections", "lyme disease" and "anaplasmosis"; these events are not device related. Patient representative reported ¿suffered personal injuries and related damages; these events are not device related. Device has been explanted.